Manufacturer narrative:
(B)(4).

Event description:
It was reported that the impedances were measured to be >40,000 ohms on electrode 3, 4, 8, 9, 10. The physician had wiped and re-inserted several times with the same result. Also tried a new device with the same result. The lead was grabbed by forceps during lead implantation. Add'l info has been requested, but was not available as of the date of this report.